Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s brother reported the customer is receiving unspecified inaccurate readings on her adc freestyle libre sensor compared with the built-in port for the past 3 months. It was further reported that on the morning of (B)(6) 2018 the customer received a sensor reading of 6.4 mmol/l (115 mg/dl), went for a walk, and had a loss of consciousness. Paramedics were called and a finger prick result of 1 mmol/l (18 mg/dl) was obtained on a paramedic meter. The paramedics administered a glucagon injection and transported the customer to the hospital. A sensor reading of 7.1 mmol/l (128 mg/dl) was taken 10 minutes after the event. Customer is under monitoring at the hospital. A reading of 10.2 mmol/l (184 mg/dl) was obtained on a hospital compared to a sensor reading of 7.1 mmol/l (128 mg/dl), and a built-in reading of 8.6 mmol/dl (155 mg/dl). No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor and a misaligned terminal was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. The sensor has been sent to extended investigation. A final report will be submitted once additional information is received.

Event description:
Customer¿s brother reported the customer is receiving unspecified inaccurate readings on her adc freestyle libre sensor compared with the built-in port for the past 3 months. It was further reported that on the morning of (B)(6) 2018 the customer received a sensor reading of 6.4 mmol/l (115 mg/dl), went for a walk, and had a loss of consciousness. Paramedics were called and a finger prick result of 1 mmol/l (18 mg/dl) was obtained on a paramedic meter. The paramedics administered a glucagon injection and transported the customer to the hospital. A sensor reading of 7.1 mmol/l (128 mg/dl) was taken 10 minutes after the event. Customer is under monitoring at the hospital. A reading of 10.2 mmol/l (184 mg/dl) was obtained on a hospital compared to a sensor reading of 7.1 mmol/l (128 mg/dl), and a built-in reading of 8.6 mmol/dl (155 mg/dl). No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
A visual inspection was performed on the returned sensor plug and it was observed that one of the rubber contacts was slightly misaligned. Salinity testing was performed on the sensor plug, and the linearity testing passed, indicating that the electronics were functioning properly and the misaligned contact did not cause a break in the connection between the sensor and the pcb contact. All results were within specification and no product deficiency was identified.

Event description:
Customer¿s brother reported the customer is receiving unspecified inaccurate readings on her adc freestyle libre sensor compared with the built-in port for the past 3 months. It was further reported that on the morning of (B)(6) 2018 the customer received a sensor reading of 6.4 mmol/l (115 mg/dl), went for a walk, and had a loss of consciousness. Paramedics were called and a finger prick result of 1 mmol/l (18 mg/dl) was obtained on a paramedic meter. The paramedics administered a glucagon injection and transported the customer to the hospital. A sensor reading of 7.1 mmol/l (128 mg/dl) was taken 10 minutes after the event. Customer is under monitoring at the hospital. A reading of 10.2 mmol/l (184 mg/dl) was obtained on a hospital compared to a sensor reading of 7.1 mmol/l (128 mg/dl), and a built-in reading of 8.6 mmol/dl (155 mg/dl). No additional treatment was reported. There was no report of death or permanent impairment associated with this event.